Event description:
It was reported that a patient presented with back-up vvi mode due to magnetic resonance imaging noted on the patient's implantable cardioverter defibrillator. Back-up defibrillation was not available during the episode. Corrective programming changes were made. The patient was stable throughout.